Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the negative pressure was unstable and was lost during the laser procedure. The system was restarted and a new patient interface was used to complete the procedure with no patient harm.

Manufacturer narrative:
Additional information provided. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).